Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; a missing bolus record of 0.8 units. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: review of the black box data and pump histories did not reveal any records of the alleged 0.8 unit bolus on (B)(6) 2016 at 8:30 am on investigation a normal bolus of 10.0 units, audio bolus of 10.0 units, ezcarb bolus of 2.0 units and ezbg bolus of 1.0 unit. All boluses performed during the investigation were accurately recorded in the pump¿s bolus history. The pump was exercised for 24 hours without any delivery issues occurring. Investigation did not confirm nor duplicate the alleged history/settings issue and the pump was found to be operating as intended without malfunction. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.